Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. It was further described as "there was water coming out from the machine" (homechoice device). This occurred during dwell six of seven of automated peritoneal dialysis (pd) therapy. The patient was connected during the time of the event. Renal therapy services (rts) assisted the patient to cycle the power and end the therapy session. Rts discussed continuous ambulatory pd therapy with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.